Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 2:38 pm where user's sg was 47 mg/dl and bg was 81 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 2:38 pm cst the user's sg was 47 mg/dl, and no bg was entered. A review of the alert history revealed that the user received low glucose alerts during the reported time. User did not seek medical treatment. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance.an case (B)(4) was created to address sensor inaccuracies at the time of the event. A review of the in-vivo data revealed transient optical instability in reference channels during the reported time.the inaccuracies observed were likely due to early wear adjustment of the system after insertion. The user was educated about the early wear and the user agreed and thanked us for the assistance.a review of 2 weeks worth data (feb 13, 2025 - feb 20, 2025) post feedback was analyzed, and user's system showed good agreement between bg and sg. B4. Date of this report 13 may 2025. G3. Date received by the manufacturer? 13 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported hypoglycemic event on 13 february 2025 at 02:38 pm where user's bg was 81 mg/dl and sg was 47 mg/dl and low glucose alert was asserted which was confirmed in dms.the user did not treat as he indicated his bg was fine.